Manufacturer narrative:
The endoscopy support specialist (ess) visited the user facility and observed leak testing and manual cleaning of the tjf-160vf scopes. All steps in the reprocessing manual were performed. The ess recommended the following: follow the manual and flushing the elevator channel first as the forceps elevator and recess were flushed prior to flushing the elevator channel. Obtaining a container of clean rinse water to flush the elevator recess during manual rinsing. This will maintain a dirty to clean work flow. Removing dirty personal protective equipment (ppe) prior to handling the lid and using the key pad on the automatic endoscope reprocessor (aer) machine. An engineer and clinical endotherapy specialist (ces) were dispatched to the hospital to review the sampling technique of the sampler and the facilitator who took the sample that tested positive. There were no deviations found during the audit. As part of the investigation, the scope was sent to an external expert for destructive sample testing. There were no high concern organisms detected during the destructive sampling. Additionally, the external expert visually inspected the distal end of the scope and noted the following bleaching of the glue of the distal bending section surplus of glue around the distal objective lens and light guide lens presence of a hole at the glue around the distal end air/ water nozzle presence of oxidation at the distal end body and under the glue around the light guide lens the exact cause of the reported positive culture could not be conclusively determined at this time, because the investigation of this case is ongoing.

Manufacturer narrative:
This report was submitted to correct the supplemental aware date from 5/20/2020 to 3/4/2020.

Manufacturer narrative:
The scope was not returned to the manufacturer for evaluation. As part of the investigation, an endoscopy support specialist (ess) was requested to be dispatched to the user facility to observe the facilities reprocessing technique and to provide a reprocessing training. To date, the ess visit has not been finalized. The ess performed an in-service to the facility on june 25, 2019. The cause of the reported event cannot be determined as the investigation is ongoing. If additional information becomes available, this report will be updated and supplemented accordingly.

Event description:
The manufacturer was informed that during a post market study, the scope cultured (B)(6) for (B)(6) after reprocessing. There were no associated patient infections reported.

Manufacturer narrative:
The scope was returned to the service center after destructive sample testing and ethylene oxide sterilization. A review of the service history indicates the scope was purchased on (B)(6) 2015 and was last serviced via repair on (B)(6) 2018 (leak in bending section issue). No further physical evaluation was conducted as the scope was received back in a disassembled state from the external expert. The scope was repaired and returned to the user facility. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report is being submitted to provide the summary of the root cause for the postmarket surveillance with the referenced tjf study. There were no deviations observed during the environmental investigation and the automated endoscope reprocessing (aer) machine inspection. A steris 1e aer was used to reprocess the subject scope. Although no sampling procedure deviations were observed, based on the investigations, insufficient/improper reprocessing procedures cannot be ruled out as a contributory factory of the reported event.